Event description:
It was reported by the customer that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 580 mg/dl. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using humulin insulin. Tandem clinical support informed customer that humulin is off-label per the user guide. The issue was resolved by changing the infusion set and cartridge, allowing the customer to resume insulin use.